Event description:
Event description guidant received information that this ventricular implantable lead was not successfully implanted as the patient suffered a perforation in their ventricular during the implant procedure.